Event description:
A cranial surgery to remove a ventricular cyst was performed with the aid of brainlab navigation software. According to the hospital, the postoperative images have shown the cyst, intended to be resected, was not removed. The distance between the cyst and the actual resected tissue was approximately 5-10 mm. An additional surgery had to be performed for this specific patient. This surgery was successful, the cyst could be removed as intended. According to the hospital, despite the fact that the surgeon resected different tissue than that which was intended, there are no negative clinical effects for this patient.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although, there is no indication of a system error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. There was no serious injury to the patient reported to brainlab by the hospital. Brainlab investigation has shown that the most likely root causes would be: after registration, the sw might not have found a match to the patient anatomy that was as accurate as desired, which was apparently not detected during the subsequent accuracy verification, and/or the reference array might have inadvertently moved during surgery and the movement was not detected. Apparently the inaccuracy was not detected with the corresponding verification functionalities that are available. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. For this specific case, the investigation results could neither confirm nor disprove the reported inaccuracy of the brainlab device used for the surgery. However, the surgeon alleges that he could not correctly locate the cyst during this surgery. Brainlab intends to offer additional training to this hospital.